Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a blank display, failed battery test and battery out limit from the insulin pump. The customer's blood glucose level was unknown. The customer stated that the battery out limit occurred consecutively for 6 battery changes. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer did not receive a failed battery test. The customer will be sent a replacement battery cap. The customer was advised to monitor the pump.